Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with an implantable cardioverter defibrillator (ICD) that gave inappropriate therapy due to supra ventricular tachycardia (svt). Device changes were suggested but not made by the physician. The patient was stable.